Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient developed a skin flap infection; however the issue did not resolve, resulting in the decision to explant the device. The device was explanted on (date not reported). Reimplantation is planned but has not taken place as of the date of this report (B)(6) 2016.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 19, 2024.